Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 6.0 inr. The corresponding lab result reported was 4.1 inr. The user self medicates with coumadin and cut his dosage from 7mg to 3mg.